Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. There is a similar model eg29-i10c-us available for sale in the united states with a 510k #k190805. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the (B)(6) region involving pentax video scope eg29-i10c. In the event reported, it was stated that there was electrical safety test failure. The anomaly was observed in the workshop during inspection. There was no adverse event reported with this complaint. No additional information was provided this complaint.